Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/27/2016 with the following findings: review of the black box data revealed the pump information from date of allegation had been overwritten. Investigation was unable to confirm the complaint.. On investigation, rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration was determined to be within the required specifications. The pump exercised for 24 hours with no loss of prime occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the ok button on the keypad responded intermittently. The remainder of the keypad buttons responded properly. There was no physical damage to keypad. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.